Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, (B)(4) on the 6th october 2014. The history log for this device showed that the pad-pak was first installed on (B)(6) 2014 and that it had performed to specification up to (B)(6) 2016. After (B)(6) 2016, the device records seven self-test fails during manual power cycles, due to an rtc error. The user would have been alerted with a "warning device service required" prompt and a flashing red status led. The device was disassembled for further investigation. On visual inspection, the coin cell battery on the pcba was found to be damaged, with one leg broken away from the main body of the battery. The [?]device service required' prompt was due to this broken coin cell. The broken coin cell had also caused no flashing status led. The coin cell may have become damaged by impact to the device as evident from the damage to the lower casing. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in usage of device in this report.